Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as itchy under all three te pads. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed a zinc ointment and cortisone ointment for the rash, which was determined by the physician to be shingles. Follow up indicated that the rash improved.